Event description:
The customer reported the system was displaying an error message and rebooting on its own . No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display adapter, monitor, and hard drive. System operates as intended. This MDR is related to ge healthcare complaint.